Event description:
Discordant, low sodium (na) results were obtained on a dimension rxl max with hm instrument for three patients. The results were reported to the physician(s). The samples were repeated on an alternate instrument and the corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc reviewed the instrument data files and determined that the cause of the discordant sodium results was unknown. The tsc instructed the customer to replace the integrated multisensor technology (imt) probe and the quicklyte sensor and to run qc. The instrument is performing within specifications. Further evaluation of the device is not required.